Manufacturer narrative:
The evaluation found the asset device presented an e116 error code at start up was due to a faulty printed circuit board. Due to the e116 at start-up, no further testing could be performed. The defective circuit board was replaced and the device tested appropriately. The device was repaired to asset specifications and returned to asset stock. The asset was last serviced on september 5, 2019; inspection only as no problems were found. As stated in the troubleshoot section of the the IFU (instruction for use) it states the possible cause of the e116 "otv error" is due to camera control unit malfunction and the solution is to immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera 4k ultra high definition camera control unit presented an e116 error code at start up during a standard service inspection. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e116 (otv error) likely occurred due to accidental failure of any of the dimm, gpu, cpu, mb, and power supply. The legal manufacturer will continue to monitor the field performance of this device.